Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (B)(4) alleging their onetouch verioiq meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information from csr follow up questions to the patient's wife. The patient detailed that the alleged issue began on ¿(B)(6) 2015 between 8:30 pm and 11:00 pm¿ the reporter stated at ¿8:30 pm¿ he obtained a blood glucose result of 8.9 mmol/l followed by a reading of ¿8.4 mmol/l at 11:30 pm¿. The patient stated that shortly afterwards his wife found him passed out in his sleep, the patient was ¿drenched¿ and his wife was unable to awaken him. The patient reported that his wife administered a whole vial of glucagon. Emergency medical service (ems) was called and at an unspecified time retested the patient blood with their meter and obtained readings of ¿2.1 mmol/l¿ followed by ¿3.8 mmol/l¿ approximately 20 minutes later. At ¿around midnight¿ the patient reported eating ¿toast peanut butter and jam¿ and confirmed his blood glucose returned to normal. The reporter for the patient stated that the he takes insulin lantus (once before bedtime) and novorapid with (each meal) to manage his diabetes. The reporter for the patient stated that he increased his insulin by an unspecified amount due to the inaccurate high readings which he believed resulted in him developing symptoms indicative of an acute diabetes excursion. At the time of troubleshooting, the csr noted that the correct unit of measure was being used and blood sample was taken from an approved test site. Csr also noted that the time difference between the results obtained was greater than 20 minutes. Based on the information provided; this complaint is being reported based on the following conclusions: the patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
The patient¿s meter has been returned on 3/25/2015 and evaluated by lifescan product analysis on 3/27/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.